Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged when the bed is in its lowest position and hi/low up is pressed from either the siderails or the control panel; it goes up on its own about ten inches then it will run it normally.